Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. It was reported that the pediatric patient experienced skin reactions to both the g6 and g7 sensor on (B)(6) 2020, which according to the healthcare provider (hcp) caused an allergy to possible dexcom adhesive ingredients. Among the known allergies of the patient acrylates, colphonium, abitol, compositae mix ii, tree moss and linalool were mentioned. This complaint is to capture the allegation against the dexcom g6 sensor. There was no information about treatment or medical intervention. No additional patient or event information is available.